Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are multiple events of "high pressure". No discrepancies related to the complaint were found during visual inspection. The functional testing was performed and the customer reported issue was confirmed. The downstream occlusion (dso) sensor was replaced to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
The customer returned the device stating, "the occlusion test failed at 8.8 psi, and the rear housing will need to be replaced along with the associated parts during testing". During device evaluation it was found the downstream occlusion (dso) sensor malfunction.